Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. However, the power management tool confirmed power system error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at the j6 connector. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the pump was monitored and functioned properly. The insulin pump powered up properly after battery installation. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert and power system error. The customer's blood glucose value was 142 mg/dl. The customer stated that when he cleaned the battery cap and inserted the battery, it showed full. The customer stated that he received power system error and it advised him to rewind the pump. The product was returned for analysis.